Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.